Event description:
It was reported that the pump shut off unexpectedly. It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit due to a blood glucose (bg) level of over 1000 mg/dl, diabetic ketoacidosis and "diabetic coma". Reportedly the customer was treated intravenously with fluids of saline and insulin. Customer was released on (B)(6) 2022 from the hospital with no permanent damage. Customer reverted to manual injections for insulin therapy. A replacement pump was sent to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.